Event description:
It was reported that the patient required large increases in medication without any symptom improvement. Drug delivered was baclofen 2000mcg/ml. The health care provider (hcp) was unable to aspirate from the catheter. The entire catheter was replaced; new catheter placed lower in spine. The drug dose was unknown; it was reduced by 20% after the revision of the catheter. There was no patient injury; the patient recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: (B)(6) 2011.